Manufacturer narrative:
For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. To resolve 1 of the reported events, the control board was replaced. Additional manufacturer: (B)(4). Serial numbers: (B)(4).

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced an unexpected reset error. These reports were received from various sources. Of the 2 events, 1 did not involve a patient, 1 did involve a patient. There was no patient information available.